Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door failed repeatedly as soon as it was recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had failed. A field service engineer (fse) troubleshot an issue with the tower door failing. All wire harness connections to latches were adjusted and tested in hardware test application. The fse ran tests, and all passed without issues. The customer also tested the tower door and confirmed no problems were found. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.